Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter perforated, migrated, tilted, and embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and embedded in the wall of ivc; migrated to the heart; struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed ivc filter was somewhat tilted anteriorly within the ivc. Some of the filter struts are distending the wall of the ivc and may have slightly perforated a portion of the wall primarily the inferior right anterior strut. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for alleged filter migration and filter tilt. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that, ¿ivc filter was somewhat tilted anteriorly within the ivc¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 02/2013

Event description:
It was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter perforated, migrated, tilted, and embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and embedded in the wall of ivc; migrated to the heart; struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown